Manufacturer narrative:
Currently. It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore. Consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40mg/dl. Customer stated they woke up with low blood glucose. The customer treated for the low blood glucose with grapefruit juice. The customer declined troubleshooting for low readings. The product will not be returned for analysis.